Manufacturer narrative:
The device was returned to (B)(4) and evaluated by the failure analysis center. The reported issue was verified. Through analysis and experimentation the cause of the reported issue was determined to be due to a shorted shock switch, designator sw501 at the time of the reported event. It could not be determined however, whether the shorted shock switch was caused by a mechanically stuck switch button or residue on the circuit board in the area of the switch solder contacts that had been cleaned by the fsr. A shorted shock switch was observed to cause the device to behave like a 3-button configured device and produce a "push analyze" voice prompt approximately 20 seconds after the device is turned on even though the device is configured to automatically begin an ECG analysis as soon as the defibrillation electrodes are connected to a patient.

Event description:
The customer contacted physio-control to report that their AED device (¿device¿) would not analyze a patient¿s ECG rhythm during a recent event. As a result, defibrillation was not possible with the device. The customer, a sheriff¿s deputy, advised that the patient reportedly had flu like symptoms for two days prior to the event, and had a down-time of approximately 7 minutes before first responders arrived on scene. It is not known whether this was a witnessed event or if CPR was in progress prior to the arrival of the first responders. Once on scene, first responders placed a set of defibrillation electrodes on the patient and powered the device on. Once the device was powered on, it prompted the device users to ¿push analyze¿; however, the customer¿s device is configured to be an automatic device without an analyze button and, as a result, it should analyze the patient¿s rhythm automatically after connection to the patient. First responders made multiple unsuccessful attempts to resolve the reported issue through troubleshooting of the device. After approximately 5 minutes a backup device (also a lifepak® 500 AED) arrived on scene and was connected to the patient using the same defibrillation electrodes. One defibrillation shock was then delivered to the patient. The patient, a (B)(6) male weighing approximately (B)(6), was transported to a local hospital. The patient was pronounced deceased the following day. The initial reporter has advised that the patient¿s cause of death is listed as anoxic brain injury. No further details about the patient, or additional medical treatment given to the patient, was provided to physio-control.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.